Event description:
It was reported that during a vascular stenting procedure, the release force increased and the trigger mechanism became unresponsive. The handle of the stent delivery system was dismantled in order to complete the deployment of the vascular stent successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.